Event description:
The customer reported to olympus, the evis exera iii colonovideoscope air/water channel tested positive for 66 colony forming unit (cfu) of gram-positive rods, 46 colony forming unit (cfu) of stenotrophomonas and 9 colony forming unit (cfu) of klebsiella pneumoniae (B)(6) 2023. The scope water jet channel tested positive for 11 colony forming unit (cfu) of gram-positive rods, and 3 colony forming unit (cfu) of stenotrophomonas (B)(6) 2023. The scope biopsy channel tested positive for greater than 100 colony forming unit (cfu) of gram-positive rods, and 96 colony forming unit (cfu) of stenotrophomonas (B)(6) 2023. The scope suction biopsy channel tested positive for 33 colony forming unit (cfu) of gram-positive rods, and 3 colony forming unit (cfu) of stenotrophomonas on(B)(6) 2023. The scope suction biopsy channel tested positive for greater than 100 colony forming unit (cfu) of gram-positive rods, 36 colony forming unit (cfu) of stenotrophomonas and 2 colony forming unit (cfu) of enterobacter cloacae complex on (B)(6), 2023. The scope water jet channel tested positive for 2 colony forming unit (cfu) of micrococcus luteus, 1 colony forming unit (cfu) of staphylococcus hominis and 1 colony forming unit (cfu) of moraxella osloensis on (B)(6) 2023. The scope biopsy channel tested positive for an unknown amount of colony forming unit (cfu) of micrococcus luteus (B)(6) 2023. The scope air/water channel tested positive for 40 colony forming unit (cfu) of stenotrophomonas, and 16 colony forming unit (cfu) of escherichia coli on (B)(6) 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. There was no detection of micro-organisms present. The obtained results are in conformance with the requirements. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, suction cylinder discolored, adhesive on angle rubber worn, due to deformation of bending tube, connection between bending section and passive bending section not secured, due to deformation of bending tube, bending angle in up direction exceeds the standard value, due to damage on instrumental tube, forceps could not be inserted smoothly, and universal cord deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report has been submitted to provide the user facility additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. Pre-cleaning was performed immediately after the procedure, and during pre-cleaning water was aspirated through the instrument/suction channel with suction pump. The scope passed leak testing during manual cleaning. During manual cleaning, the customer used mediclean forte detergent to brush the operating channel, the suction pistons/cylinders, and the operating channel port. For automated endoscope reprocessor (aer) treatment, wassenburg washer along with endohigh detergent and endohigh disinfectant was used, and all the scope channels connected with tube and rinsed with control quality water. The scope was blown with filtered compressed air and stored in a drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3. The information included in b3 was inadvertenly omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, the same bacteria was detected from the same sampling location in the first microorganism test and the second test. Therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.